Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that his son¿s insulin pump had a received a failed battery and replace battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the pump was overheating. The customer was assisted with troubleshooting for failed battery, replace battery alarm and overheating. Advised to insert a brand new battery in the pump. Issue persisted after inserting the new battery. Advised to monitor the pump and call back if issue continues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power error noted during testing. However, power error and low battery alarm noted in trace download analysis due to intermittent non-sleep anomaly software error. Device received with cracked retainer.